Event description:
A wire guide and then the catheter was inserted for dialysis. Following catheter insertion, pt became agitated and restless. The pt was given oxygen. A cxr was done and fluid was noted in the chest. At this time a chest tube was inserted. The pt subsequently expired. An autopsy revealed the catheter had perforated the vessel and was in the pleural cavity.